Event description:
It was reported that the device exhibited interrupts during testing. It was suggested that the device be evaluated for further investigation.

Manufacturer narrative:
Evaluation summary: the interrupt anomaly was verified. An integrated circuit was found to be sensitive to cold temperature, below 18 degrees celsius. The sensitivity was exhibited as a bit of a register becoming set.